Manufacturer narrative:
Additional information was received on (B)(6) 2019 stating that there was no patient involvement in the event and included event date. Device evaluation completion date: 10-may-2019. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was not verified regarding "alarms cassette not attached". Inspected the pump and attached cassette onto pump and pump was able to perform with no alarms for cassette not attached. Event log history was performed and showed that cassette not attached properly was recorded around the time of the complaint in history. Service recommended that the latch optic switch and downstream occlusion sensor be replaced as a preventative measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "alarms cassette not attached". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.